Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion and no damage to the stent had occurred. No pt injuries or complications were reported. However, the returned product confirmed a hypotube fractured.